Event description:
It was reported that the atrial lead was replaced to attempt to pace from a different site in the right atrium to improve patient hemodynamics. The existing lead was explanted and replaced. A left ventricular lead was also attempted, but there was no improvement to hemodynamics so it was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of one lead is in process; the results will be forwarded when available. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.